Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section was found to be opened and no damage. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~38.8cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at middle section as the middle section was found to be opened and no damage. However, the root cause could not be determined. Possible cause includes using damage device and the vessel tortuosity. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle section of the stent did not open properly. The surgeon tried to retrieve to deploy the stent, but it was not possible to fully open the stent. After replacement, the stent was successfully implanted. There were no patient symptoms. The pipeline was not used for an indication that is not approved (off-label. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was being treated for an unruptured, saccular aneurysm in the intracranial segment of internal carotid artery with blood flow diversion stent implantation. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure showed intracranial aneurysm. Vessel tortuosity was moderate. Access vessel was femoral artery. Additional information received that the actions/interventions taken to resolve the failure to open were: during the operation, re-retrieval and re-deployment were attempted, but it failed to open fully. The cause of the failure to open was not determined. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, an attempt was made to retrieve the stent into the microcatheter and then deployed it, but it did not open fully.